Manufacturer narrative:
Based on the claim against the product by the customer noting the wnd instrument moved in a different direction than intended, an investigation was completed to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the instrument log for the wristed needle driver instrument (part# 478115-03/ lot/serial# t10220715 0014) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 6 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the wristed needle driver instrument moved with unintuitive motion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the wristed needle driver instrument was unresponsive to the surgeon's commands. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The issue occurred while the surgeon¿s head was inside the surgeon console (sc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the sc. The instrument persistently moved in the different direction of intended with no external collisions. There was no instrument-to-instrument or system arm-to-arm interference. The timing of instrument movement was appropriate, and no shakiness/ friction observed. The customer used a backup instrument to continue the procedure. There was no injury to the patient as result of the event. The drape number was unknown, and it would not be returned. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument moved in a different direction than intended, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found with a broken roll gear. Failure analysis investigations replicated the customer reported complaint. Roll gear at the base of the chassis was no longer secured onto the main tube. Roll gear was also missing a piece approximately 0.14" x 0.11". Material was not returned by the customer. As a result, motion was either in the opposite direction or stationery due to the physical damage when driven on the system. Root cause is attributed to mishandling/misuse. The complaint regarding unintuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.